Manufacturer narrative:
A partial revision for subject (B)(6) was on (B)(6) 2024, while infection event occurred approximately 19 months later ((B)(6) 2025). Due to the length of time between revision and infection, it is highly unlikely that the infection was related to the device or the implant procedure; a related infection would be expected to manifest more acutely.

Event description:
On (B)(6) 2025, the patient presented to explant the implantable pulse generator and the cuff electrode lead from the implant site due to infection.